Event description:
Foley was leaking. Troubleshooting implemented by rn to no avail. Returned to the manufacturer. Manufacturer response for catheter, urological (antimicrobial) and accessories, bardex i.c. Complete care temp-sensing foley catheter with urine meter (per site reporter): manufacturer is still in the process of testing catheters that were sent back to them. They will send their findings once completed.